Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. The customer was changing the infusion set and doing the priming when the alarm occurred. The customer's blood glucose level was 170 mg/dl. The insulin pump was not bumped or dropped. The drive support cap appeared normal. After troubleshooting was performed the customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. The insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, displacement test and rewind test. We were unable to perform occlusion test and excessive no delivery test due to prime alarm. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.